Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that blood was noted in sheath. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.75mm rotalink¿ plus was used after intravenous ultrasound. During ablation, it was noted that the shaft was kinked and the blood reversed into the shaft. The device was removed from the patient. The procedure was completed with a 2.15mm rotalink¿. No patient complications were reported and the patient's condition was good.